Manufacturer narrative:
Reportedly, crm remote monitoring help desk called the patient to support the installation of the home monitor without any feedback from the patient (it was the second attempt).

Event description:
Reportedly, upon device interrogation during a regular follow-up on (B)(6) 2015, warning messages were displayed indicating that one device reset occurred. Also, the device was found operating with nominal settings. No alert was received through the remote monitoring system even though the patient had been set up for remote monitoring. The device was reprogrammed back to the patients settings and follow-up testing was completed. The device appeared to be operating normally. Preliminary analysis showed that the reported reset to safety mode resulted from a corruption of device memory data, likely caused by a soft error (¿single event upset¿ (seu) or ¿bit-flip¿). Normal device operation was confirmed during the follow-up on (B)(6) 2015 and the device settings were reprogrammed. According to sorin¿s records, the subject ICD is currently not paired to a smartview monitor. This explains why no alert report was received through the remote monitoring system following the device reset.

Event description:
Reportedly, upon device interrogation during a regular follow-up on (B)(6) 2015, warning messages were displayed indicating that one device reset occurred. Also, the device was found operating with nominal settings. No alert was received through the remote monitoring system even though the patient had been set up for remote monitoring. The device was reprogrammed back to the patients settings and follow-up testing was completed. The device appeared to be operating normally. Preliminary analysis showed that the reported reset to safety mode resulted from a corruption of device memory data, likely caused by a soft error (¿single event upset¿ (seu) or ¿bit-flip¿). Normal device operation was confirmed during the follow-up on (B)(6) 2015 and the device settings were reprogrammed. According to sorin¿s records, the subject ICD is currently not paired to a smartview monitor. This explains why no alert report was received through the remote monitoring system following the device reset.

Event description:
Reportedly, upon device interrogation during a regular follow-up on (B)(6) 2015, warning messages were displayed indicating that one device reset occurred. Also, the device was found operating with nominal settings. No alert was received through the remote monitoring system even though the patient had been set up for remote monitoring. The device was reprogrammed back to the patients settings and follow-up testing was completed. The device appeared to be operating normally. Preliminary analysis showed that the reported reset to safety mode resulted from a corruption of device memory data, likely caused by a soft error ("single event upset" seu) or "bit-flip". Normal device operation was confirmed during the follow-up on (B)(6) 2015 and the device settings were reprogrammed. According to sorin's records, the subject ICD is currently not paired to a smartview monitor. This explains why no alert report was received through the remote monitoring system following the device reset.